Event description:
Blood leak detector machine alarm during treatment with visible blood leak in the dialyzer; this caused the machine's alarm to sound and the blood pump to stop. As a result, the machine was immediately taken out of service for maintenance. Dialysis was resumed using a different machine and new lines. No injury was reported to the patient. Provider was notified and a complaint was made with the baxter product compliant officer regarding the issue. All equipment with this lot number was removed from stock and the central supply resources (csr) management team was informed of the event. There was also an event four days prior of similar description: blood leak detector alarm a minute after initiation of treatment. Treatment stopped, machine changed. No harm to patient.